Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR, plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. A fresenius mexico technician performed an onsite investigation and confirmed the uf pump was damaged. The technician resolved the reported issues by replacing the uf pump to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with a damaged ultrafiltration (uf) pump that was used for a patient¿s hemodialysis treatment. The machine was observed as rapidly leaking water during patient treatment. The patient was moved to a new machine and completed treatment with no blood loss, and no reported harm or adverse events. Upon inspection while servicing the machine for the leaking issue, a fresenius (B)(4) technician reported that the uf pump on the machine was damaged. The technician reportedly replaced the uf pump to resolve the issue and return the machine to service. It was confirmed that no sample parts are available for return to the manufacturer. Additional information was requested but was not provided. If additional information is received, a supplemental report will be submitted.